Event description:
It was reported that the patient was asymptomatic. It was noted that non sustained right ventricular oversensing determined to be post paced t wave oversensing was observed on the right ventricular (rv) lead. Programming changes were made. The rv lead was being monitored. The patient was stable before, during and after the event.